Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. The patient experienced coolness in the right leg, from the knee to toes. The next day, a doppler ultrasound revealed an absence of pulses in the right leg. Six days later, a femoral angiogram revealed an occlusion. The next day, the patient underwent revascularization surgery and a femoro-popliteal bypass was placed. The angio-seal was removed. One week later, the patient was discharged. Reportedly, a pre-placement angiogram was not taken.